Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. There was no reported adverse impact to the customer's past blood glucose (bg) levels; current bg level was 480 mg/dl. Supply changes were performed resolving the occlusions.